Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The suture sleeve, conductor coil and insulation were found squeezed and damaged 19 cm distal to the is-1 connector pin. These damages probably occurred during the implantation procedure while tightening the suture sleeve to the lead body. Furthermore, the fixation helix was found bent. The deformation probably occurred during the surgery due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that one week after implantation the lead was explanted due to breakage. High impedance was observed.